Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the prb35-08-100-120 protege ef stent v10 experienced deployment issues during a procedure involving the right proximal superficial femoral artery (sfa). A 6fr non-medtronic sheath was used. The device encountered moderate resistance when being advanced within the patient's vasculature. Partial deployment at the target site was reported. The product was subsequently safely removed from the patient. The procedure was completed using a new prb35-08-040-120 protege everflex stent. No patient complications have been reported as a result of this event.